Event description:
Boston scientific received information that during a follow up visit, the lead safety switch was displayed. During troubleshooting, the lead was switched from bipolar to unipolar. The lead safety switch was displayed again upon another interrogation. In unipolar mode all impedance measurements were within range. The threshold measurements and r-wave amplitude measurements were also acceptable. In bipolar mode all impedance and threshold measurements were also acceptable. A pocket manipulation was performed and no anomalies were noted on the electrocardiogram (ECG). There was some oversensing of myopotentials noticed in unipolar mode. The physician opted to change to bipolar mode. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.